Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that after connecting all parts, the screw driver is connected to a ka vo machine (motor). The screw holder is not rotating. Patient condition reported as okay. This report is 5 of 15 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the turning handle (part 03.505.005 lot 8102831) can be rotated; however, it was observed that the distal end (inner gear) did not rotate, and the handle rotation revealed abnormal frication as well as metal-to-metal rolling sounds. It was noted that the screwdriver shaft (part 03.505.003 lot 8092799) was properly connected to the screwdriver handle (part 03.505.004 lot 8103352); the threaded coupling between the handle and the shaft was found to be in good condition. The screwdriver handle (part 03.505.004 lot 8103352) was disassembled with a spanner tool (part 357.31.002). The inner drive shaft of the screwdriver handle showed signed of minor corrosion/discoloration (red and beige), loose ball bearing, and debris. Upon disassembly of the screwdriver shaft (part 03.505.003 lot 8092799), it was revealed that the inner drive shaft was missing. The inner gear was in fair condition yet showed signed, along with the gear housing, of debris and discoloration (red and brown). The results found the inner drive shaft missing, debris within the gear housing and corrosion within the handle drive shaft. Subsequently the device¿s complaint condition is found to be due to the lack of proper assembly and maintenance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: dzi, dzj. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Device history review (lot 8092799): manufacturing location: (B)(4) - supplier: (B)(4) precision machining - manufacturing date: november 17, 2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.